Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the analysis results found that the 6tb45 device was received with the firing mechanism damaged and with a blue cartridge reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could perform due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue than indicated or attempted to fire trough a locked reload in previous firings. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufactured process.

Event description:
It was reported that during an unk procedure, the device malfunctioned. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.